Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2017-00254. It was reported the patient was receiving stimulation coverage in the incorrect location. In turn, the patient underwent surgical intervention at which the leads were explanted and replaced with a single lead. Reportedly, effective therapy resumed following the procedure and the patient is doing well.